Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detachment at the quick release. The patient observed insulin coming out of the tubing about three hours after infusion set change. This issue occurred with 5 infusion sets. No further information available.